Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during a surgical procedure to remove the posterior fixation instrumentation, the tip of the screwdriver broke in the set screw. The broken piece was left inside the set screw and hard to retrieve. The implant remained in the patient along with the broken screwdriver tip. No other complications were reported for this case.